Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported during a device change out due to normal eri, upon connecting the lead to the new device it was noted that pacing lead impedance measurements were high. The lead was capped.